Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable leakage. Based on the results of the investigation there is cause traced to cable failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had metal exposure on the cable. The issue was identified during a reprocessing. There were no reports of patient harm.